Event description:
A 32 yr old female underwent surgery on 1/22/96 for a laparoscopic cholecystectomy and esophagogastroduodenoscopy. When trocar was removed at the end of the laparoscopic cholecystectomy, it was noticed that a fragment was broken off the tip. The surgeon explored the incision, and made the incision larger in order op retrieve the fragment. The fragment was retrieved and the pt tolerated the procedure well. [*]